Event description:
The customer reported that the vent shuts down on ac or battery with no error codes. The customer reported that the unit was not in use on a patient. Found during biomed testing. The customer contacted product support and reported that the device seemed to be shutting down more often and more quickly the more it was run. The (asp) technician removed the battery and the v60 powered up on ac power and ran in normal ventilation for 5 minutes without error. The (asp) swapped in a known good battery temporarily and the device ran on battery in normal ventilation for 5 minutes with no error. The (asp) will plug the device into ac power while it is running on battery to ensure that it transitions correctly from ac to dc power. Then the (asp) will run the device on ac power for an extended period. If the device continues to run, then the (asp) will replace the battery. After running the v60 in ventilation mode for over 30 minutes connected to a known good battery (both unplugged and plugged into ac) it is safe to say that the battery was causing the power off issue. The customer will replace the battery. Per the authorized service personnel (asp) the unit was evaluated and determined that the battery is faulty. The unit did alarm during battery failure. Per (asp) the customer declined philips service and indicated that they would perform the repair themselves.